Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 continuous glucose monitor pairing failure when attempting to connect to the ilet device, with an initial pairing failed error that progressed to attempting to pair after bluetooth toggling, device restarts, and reentry of the pairing code. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included phone-based troubleshooting and education, including bluetooth cycling, device restart, reentry of the pairing code, and guidance to allow up to 30 minutes for pairing with instructions to restart again and replace the cgm if pairing did not complete. Investigation of this case revealed a transient connectivity issue between the dexcom g7 and the ilet, consistent with communication or pairing failure, without evidence of a device hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a user-device communication issue related to pairing that resolved with standard troubleshooting and did not result in clinical harm.